Event description:
It was reported that the customer passed away at a hospital. The customer had been hospitalized since (B)(6) 2015. The cause of death was stage four lung cancer; it spread to the liver. The customer's blood glucose, at the time of death was 330 mg/dl to 380 mg/dl, due to steroids and because the customer had not eaten since (B)(6) 2015. The customer was not wearing the insulin pump at the time of death. It had been disconnected for two days prior to death. The hospital monitored the customer's blood glucose themselves. The caller stated that the last delivered bolus was 2.90 unites on (B)(6) 2015 at 10:55 am. The caller noted that the battery got taken out of the insulin pump on (B)(6) 2015. Also, the caller noted that one of the lungs of the decedent was not inflating and appeared there appeared to be dome fluid around the bottom of the ling. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with depleted alkaline battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump was not used between the dates of (B)(6) 2015 history download shows that insulin pump had and daily total 37.25u to13.95u a day. Bolus total of 2.9u to 6.0u a day. A basal daily total of13.95u to 34.35u a day.